Manufacturer narrative:
Additional information: the returned driver was evaluated and was found to have a tip which twisted and fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. It is likely that the associated torque limiting handle used with this driver was outside of the adequate performance range causing the driver to torque until failure. Investigation of this issue for similar events found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A final driver was returned without explanation. An initial visual inspection was performed by zimmer biomet personnel and the tip was found to have twisted and fractured in a manner consistent with screw installation. No further information is currently available.